Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead exhibited high thresholds, low sensing, and loss of capture. A chest x-ray was performed and revealed that the lead had dislodged. It was suspected the lead had dislodged due to the patient's frequent use of machine tools that generated a strong vibration. The patient was not pacemaker dependent. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted and no further information available. Our investigation is complete. Should additional information become available, this event will be updated and an amended report submitted.